Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening and subsidence. Loosening occurred at the cement/implant interface. Cement manufactured by depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/3/2017: medical records received. After review of the medical records for MDR reportability, the medical records indicated pain and tibial collapse into varus. Progress note from (B)(6) 2015 indicated either lysis or radiolucencies around the tibial tray. At this time, osteolysis hasn't been confirmed, but the patient was revised for loosening per the der (no revision operative note has been provided). There is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.